Event description:
It was reported that the patient had a laminectomy procedure three days ago to implant a permanent lead wire. It was noted that the patient¿s hcp (health care professional) was ¿putting on the paddle lead¿ and the hcp would ¿have to shave some bone to get it in.¿ after a 4-5 inch incision was made, the bone was shaved, and as the hcp was ¿threading up the paddle lead¿ the patient suddenly went paralyzed from her waist to her toes. The patient also experienced acute pain and a burning sensation. It was indicated that the anesthesiologist ¿was only blocking the back area¿ so the patient felt that she could not move or bend her legs. The surgery was aborted and the patient had a two-hour MRI, which showed ¿it was fine,¿ the patient had no bleeding, and it was a ¿normal MRI.¿ the patient¿s paralysis lasted about 10 hours and was ¿totally reversed now.¿ it was indicated that the patient was given a steroid for inflammation in the back. The patient was going back to see the hcp next week to have her stitches removed.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).